Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer missed a lunch meal announcement while using the ilet, after which the algorithm delivered correction insulin and the customer experienced low glucose readings to 67 mg/dl and later 54 mg/dl on cgm, with the cgm trend reported flat and stable at one point. Symptoms included hypoglycemia. Outcomes included self-management at home with oral fast-acting carbohydrates per guidance and no reported adverse effects or escalation of care. Investigation included telephonic troubleshooting and education, including confirmation of cgm accuracy with a fingerstick and counseling on limited carbohydrate intake to gradually raise glucose. Investigation of this case revealed user-related use error due to a missed meal announcement during the second day of system adaptation, with device performance consistent with design and no malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error compounded by early algorithm adaptation.